Event description:
Device report from (B)(6) indicates a philos plate broke within 8 weeks of implant on (B)(6), 2011. The implant was removed and replaced with another philos plate.

Manufacturer narrative:
Device is in the evaluation process at synthes gmbh, no conclusion can be drawn.